Manufacturer narrative:
The correction of b5 describe event and problem, h4 manufacture date deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th october, 2022 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated the quick-lock support insert was defective. It was not possible to determinate if the issue is safety and risk related. Further information provided by getinge employee after visiting the site on 16th november, 2023 confirmed that the focusing handle fell out due to torn off inserts. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 25th october, 2023 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated the quick-lock support insert was defective. It was not possible to determinate if the issue is safety and risk related. Further information provided by getinge employee after visiting the site on 16th november, 2023 confirmed that the focusing handle fell out due to torn off inserts. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury previous h4 manufacture date: 2016-03-14. Corrected h4 manufacture date: 2016-03-16. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated the quick-lock support insert was defective. It was not possible to determinate if the issue is safety and risk related. Further information provided by getinge employee after visiting the site on 16th november, 2023 confirmed that the focusing handle fell out due to torn off inserts. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective part (ard368823998- vlt4/6>25000-ace4/6 - support central v2 ) was replaced and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Claimed device was not being used for patient treatment or diagnosis when the event took place. Subject matter expert established: the most probable root cause for this case is a shock on the handle with another device. Indeed a radial shock with an important strength can lead to the screws inserts to be extracted from their casing. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 25th october, 2023 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated the quick-lock support insert was defective. It was not possible to determinate if the issue is safety and risk related. Further information provided by getinge employee after visiting the site on 16th november, 2023 confirmed that the focusing handle fell out due to torn off inserts. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On (B)(6), 2022 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated the quick-lock support insert was defective. It was not possible to determinate if the issue is safety and risk related. Further information provided by getinge employee after visiting the site on (B)(6), 2023 confirmed that the focusing handle fell out due to torn off inserts. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter was west facility company biomedical technician. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.